Event description:
It was reported by a customer complaint that the patient was treated by paramedics due to an incident of low blood glucose. The reporter stated that the insulin infusion pump with blood glucose monitor gave a result of 14 mmol for which he corrected. Later, the paramedics were summoned, and his blood glucose was tested 1.3 mmol on their meter. The patient was treated with IV dextrose on site. The reporter believes that the glucose monitor is not giving accurate readings. They did not receive any alarms or alerts on the pump. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.